Event description:
It was reported that during an unknown procedure, the device would not staple. After the first stroke, the surgeon felt no resistance during the first firing with the blue reload. Only a few staples came out after the first firing. Another like reload was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Please clarify what was meant by, ¿only a few staples came out after the first firing.¿ did the device deliver any staples during the firing? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was buttressing material utilized? If so, which product? Was the device fired across or near an existing staple line or clip?

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b reload was received partially fired 1/4. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested and received: what type of procedure was the device used in? -laparoscopic radical resection of rectal carcinoma. Please clarify what was meant by, only a few staples came out after the first firing. Did the device deliver any staples during the firing? -yes. If yes, were the staples formed properly? -yes. If yes, was the staple line complete? -no. Did the device cut? -no. If yes, was the cut line complete? -na. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? -na. Was buttressing material utilized? If so, which product? -unk. Was the device fired across or near an existing staple line or clip? -unk.